Manufacturer narrative:
The third party service agent evaluated the customer's device and verified the reported issue.  The third party service agent then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). The device will be evaluated by a third party service agent.  The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device was displaying the service indicator and had logged an event code which is indicative of a device failure which could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform resulting in a monophasic shock.  The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level.  There was no report of patient use associated with the reported issue.

Manufacturer narrative:
The third party service agent sent the removed therapy pcb assembly to physio-control for evaluation. Physio-control evaluated the removed therapy pcb assembly and determine that the cause of the reported issue was a diode, designator cr30.  The diode was electrically shorted between pins 4, 8, 9 and 10.